Event description:
The pt underwent the successful stent assisted coil embolization of a basilar tip aneurysm using the y stent configuration. The pt was discharged home two days post procedure. Seven days post procedure the pt went to the emergency room after suffering a headache the day before that had resolved but now had transient blurred vision in the right eye and weakness. An CT scan revealed no anomalies but an MRI scan revealed multiple new strokes in the right cerebellum, central pons, right thalamus and left occipital. The next day, angiography demonstrated an in stent thrombosis in the left posterior cerebral artery (pca) that was partially occluding the stents resulting in a filling deficit. Aggrastat was infused over several hours. The next day, angiography demonstrated that the thrombosis was reduced in size and more aggrastat was infused over several hours. The next day, angiography revealed the thrombus was further reduced and that the flow through the left pca was brisk and normal. No further action was taken and the pt was discharged home two days later.

Manufacturer narrative:
Device code: other for no allegation of product malfunction or non conformance contributing to the reported event. Additional info was received from the user facility. The transient ischemic attack was resolved the same days as the event present. The stroke was noted to be on going but decreased. The pt was taking plavix and aspirin since discharge after the index procedure. This report is related to MFR reports: 2939204-2009-00441 for gdc-10 360 soft coil, 2939204-2009-00442 for gdc-10 360 soft coil, 2939204-2009-00443 for gdc-10 ultrasoft coil, 2939204-2009-00444 for gdc-10 ultrasoft coil.